Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 08:03:35. During night drain cycle four, the patient's ultrafiltration reading was 1735ml, indicating the home patient (hp) drained 1610ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be an unexpectedly high uf compared to other therapies. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available, a follow up medwatch will be submitted.